Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range pace impedance greater than 2500 ohms and loss of capture. The patient is not dependent. There was no asystole greater than 2 seconds. An invasive procedure was performed to cap the lead and explant the device. No adverse patient effects were reported.